Event description:
A customer reported to beckman coulter, inc. (Bec) that no value ind flagged troponin (accutni) results were generated by access 2 immunoassay system on five (5) patients. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample collection and centrifugation information has not been supplied to date. While troubleshooting with hotline it was discovered that an accutni reagent pack had not been properly loaded in the designated slot on the reagent storage carousel by the customer. The reagent pack was physically in position #2 while the reagent inventory screen showed that it was suppose to be in position #1. When this occurs the instrument does not detect either a wrong reagent pack or no reagent pack is present. Bec customer technical support (cts) also verified through the customer supplied reagent inventories that the customer did not share reagent packs with the laboratory's other access 2 instrument. The cts assisted the customer in removing the misplaced reagent pack and homing the reagent carousel. The customer repeated the ind flagged patient samples and obtained 0.00 ng/ml results. Use error of miss-loading reagent pack is the root cause for this event.